Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/01/2016. The fse found loose o-rings on the wbc bath, but did not have the parts to fix the instrument. The second fse went onsite later in the same day and replaced the wbc bath with o-rings resolving the leak. While onsite, the fse also found the vent tubing to the wbc bath was clogged and there were no mixing bubbles causing wbc vote outs. The fse removed the debris in vent tubing and replaced the mix check valve, resolving the issues. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported approximately 10 ml of uncontained blue fluid leaked from a coulter lh 780 hematology analyzer during normal instrument operation. There were no error messages reported by the customer at the time of the event. However, the customer reported the white blood cell (wbc) parameter was also voting out (displaying non-numeric results) on patient samples. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.